Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: 5086mri lead, implanted: (B)(6) 2011; st jude 7120 durata lead, implanted: (B)(6) 2012; st jude 1258t lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during use the an right ventricular (rv) lead alert triggered for rvtip to rvcoil lead impedance and rv lead exhibited high threshold, and indication of exit block. It was also reported that the rv lead pacing thresholds increased slowly, rv pacing impedance increased, and slight decrease in rv sensing. Recommendation for diagnostic testing, troubleshooting and lead replacement based upon evaluation. Subsequently, the rv was replaced and no patient complications have been reported as a result of this event.